Manufacturer narrative:
Hill-rom technical support found the brake casters were broken at the top. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support recommended the account replace the broken caster. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in a corridor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).